Event description:
It was reported that during an unknown procedure, after firing the instrument, the instrument cut completely but only one row of three staples lines were closed. The magazine and some staples fell into the patient, but could be removed. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). One ntlc75 device was returned in good visual condition and with a fully fired cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. The cartridge was loaded into the device without difficulties. Ten sr75 sterile reloads were received in good visual condition. One cartridge was opened and tested for functionality with a test instrument and it fired without any difficulties, the staples were note to have the proper b-formed shape. The cartridge was loaded into the test device without difficulties. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.